Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy rash under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s doctor recommended an over the counter cortisone cream for the skin rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.